Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump was delivering inaccurately due to a piece having broken off. Patient stated blood glucose was elevated (252 md/dl, no symptoms) and they felt unwell. Animas has made multiple attempts to gather more information. The bg excursion does not meet animas criteria for a serious adverse event. This complaint is being reported due to the allegation of inaccurate delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: during investigation, the last basal delivery was on 08-03-2017. The last bolus delivery was a 2.3 u ez- blood glucose (bg) normal (m) bolus on 08-03-2017. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing wit no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warning during the testing. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the display had a dim and discolored display.